Event description:
It is reported that there is physical damage on the screen of the insulin pump. The damage consists of a scratch. Patient's blood glucose level is at 222mg/dl. Advise patient to replace pump. The device is being returned. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with severe scratches on lcd display window and scratched reservoir tube window.